Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall and had exhibited high pacing threshold. No surgical intervention was done. This lead remains in service. No additional adverse patient effects were reported. Additional information obtained from the field representative indicates that the physician suspected that this right ventricular (rv) lead had micro-perforation though it was not confirmed since it exhibited high pacing threshold. No intervention was made since the patient does not require pacing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.